Event description:
Boston scientific received information that this patient with right atrial (ra) lead exhibited noise. A decision was later made that this noise was brought about by lead fracture. This lead was then explanted through laser extraction. Thereafter, a new competitor lead was successfully employed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.